Event description:
Healthcare professional reported through company representative "inflammatory reaction around the breast implant and implant is slightly corrugated". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation and tissue irritation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - inflammation/irritation: unable to observe through visual inspection as it is a physiological phenomenon. - crease / folding of implant: observed creases on device through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis opening and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported through company representative "inflammatory reaction around the breast implant and implant is slightly corrugated". This record is for the right side. Device was explanted.